Manufacturer narrative:
The insulin pump failed the displacement test and a motor error alarm occurred during rewind due to an out-of-phase motor encoder signal.

Event description:
The customer reported receiving three motor error alarms. Nothing further was reported.